Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and it was found that all manufacturing processes were executed accordingly as per standard manufacturing procedure. There was no indication of any quality inadequacy related to the complaint. The sample was not returned for evaluation; however, the customer did return a photograph. A review of the photo was conducted and it was observed that there was a dark color found on the filter. Based on the photo, the complaint was confirmed. This dark color could be caused by an accumulation of secretions from the patient or contamination after usage. The instructions for use (IFU) states to replace the unit immediately if soiled with secretion or otherwise obstructed. In the current manufacturing procedure, a visual inspection is conducted during the assembly process and 100% drop testing is also conducted at the assembly area. Any defects would be detected during this process.

Event description:
The customer alleges that the product became saturated and presented a dark color after a few hours of use. The device was replaced. No report of a patient injury.

Event description:
The customer alleges that the product became saturated and presented a dark color after a few hours of use. The device was replaced. No report of a pt injury.